Event description:
It was reported by service report that the side rail panels were cracked and there was possibility for fluid to get into the boards. The customer could not determine if there was pt involvement or if there were adverse consequences to report.